Manufacturer narrative:
Device was used for treatment, not diagnosis. The product problem was discovered on (B)(6) 2016; however, it is unknown when the guide sleeve became dented. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, prior to surgery while prepping for trochanteric fixation nail, surgery it was discovered that the blade guide sleeve appeared to be dented and the buttress nut was unable to be threaded onto the guide sleeve. An alternate sleeve was available and the buttress nut was able to be used with the device. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The complaint condition for the 357.369 lot number 4764116 blade guide sleeve was likely caused by rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.369 blade guide sleeve is an instrument routinely used in the titanium trochanteric fixation nail. The device was returned and reported to have not threaded properly with a buttress / compression nut prior to surgery. This condition is confirmed; when tested with a sample buttress / compression nut, the nut becomes stuck on the first few threads of the blade guide sleeve. The threads show significant denting and deformation. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in october 2004 and is over eleven years old. The balance of the returned device is in fairly worn condition with several markings along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. No design related issues were found that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.